Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated oversensing on the atrial channel due to emi (electromagnetic interference)/noise.

Event description:
It was reported that there was oversensing noise on the atrial channel due to 60 cycle electromagnetic interference (emi) by the implantable cardioverter defibrillator (ICD) device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.